Event description:
It was reported by the sales rep that lubricant was running out of the attachment. The attachment was exchanged for another attachment the customer had on hand. It was reported that no leakage contacted the patient, no change in the procedure. There were no reports of any adverse patient events associated with this malfunction.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the evaluation the technician conformed mobile 28 had leaked out of the gear train and the retraining ring was missing. The reason for the retaining ring falling off cannot be determined. The root cause for the mobile leak was the drive shaft and bearing assembly separation from the gear train, missing retaining ring, creating enough room for the mobile 28 to migrate to the external housing.